Manufacturer narrative:
Report is for one (1) unknown screw located at the screw hole where the plate was broken. (B)(6). (B)(4) patient¿s revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient needed a revision open reduction internal fixation (orif) surgery on the right distal femur after falling and breaking the variable angle (va) condylar plate broke at the proximal third of shaft. During surgery, four (4) proximal screws and two (2) cables were removed along with the portion of the plate proximally to where the plate broke. The breakage was through a screw hole. Patient was revised to have an antegrade nail to stabilize proximal shaft fracture line while a va plate was left in place as it was still stabilizing a distal shaft fracture (original fracture was segmental). Surgeon was happy with fixation achieved. He felt the plate breakage was due to a long term atrophic non-union with poor bony biological healing properties combined with the insult of the fall all contributed to the plate breakage. This report is for one (1) unknown screw located at the screw hole where the plate was broken. This is report 2 of 2 for (B)(4).